Event description:
The user facility reported that the plastic cover to their harmony air monitor carrier detached and fell off. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and confirmed that the cover detached. The reported event is indicative of impact damage caused by user facility personnel bumping the lighthead into walls or other equipment. The technician reattached the cover, tested the unit, confirmed the unit to be operating according to specification, and returned it to service. The harmonyair monitor carrier operator manual states, "possible equipment damage: avoid damage to equipment by articulating (do not approach stops roughly; avoid collisions with other equipment) the equipment slowly and evenly." User facility personnel were counseled on equipment placement and storage management for the harmonyair monitor carrier. No additional issues have been reported.